Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Reportedly, the customer was using the same cartridge for over 3 days with novolog insulin, the customer was using trusteel infusion set for longer than 2 days, tandem technical support educated the customer this is considered off label use per the tandem user guide. The customer's blood glucose level was 520 mg/dl with high ketones that were not identified as life threatening. Elevated blood glucose was addressed with a manual dose injection. Customer changed cartridge and infusion set to address the issue.